Event description:
This report is based on information provided by a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was at bench for analysis, it was discovered that the unit would not complete the booting cycle. As the device was out of service at the time of the event there was no patient involvement, therefore no patient or user health consequences or impact occurred.